Manufacturer narrative:
Engineers inspected and analyzed the returned device. The ipg was received at the elective replacement indicator state. The data log analysis revealed that the patient battery lifetime calculated was 3 years, 6 months, and 18.2 days with an average energy use index of 10.5. It exhibited normal characteristics during the visual and functional examination. Laboratory analysis of the returned device did not reveal any anomalies as the ipg exhibited normal characteristics during the visual and functional examination. The battery lasted roughly 103 percent of its theoretical lifetime. Engineers determined there were no product performance related issues and the devices longevity was within the expected range.

Event description:
It was reported that the patient's deep brain stimulation implantable pulse generator (ipg) displayed the elective replacement indicator (eri) message. The physician assessed that the ipg switched into eri mode prematurely considering the low-consuming programming. The patient was implanted in 2019, thus it discharged in approximately 3.5 years. It was noted that the patient did not undergo any revisions or surgeries where electrocautery was used. The patient underwent a procedure where the ipg was replaced. The patient was doing fine postoperatively.

Event description:
It was reported that the patient's deep brain stimulation implantable pulse generator (ipg) displayed the elective replacement indicator (eri) message. The physician assessed that the ipg switched into eri mode prematurely considering the low-consuming programming. The patient was implanted in 2019, thus it discharged in approximately 3.5 years. It was noted that the patient did not undergo any revisions or surgeries where electrocautery was used. The patient underwent a procedure where the ipg was replaced. The patient was doing fine postoperatively.